Event description:
It was reported that, "the pt was complaining of pain. An x-ray revealed the femoral head had separated from the femoral stem so the pt was revised. It was discovered that the femoral trunnion was so damaged that the new femoral head would not fit the stem. The surgeon concluded that this event occurred over a period of time. They could not remove the stem after rigorous attempts. Because the stem was so well fixed and all attempts via multiple methods to remove the stem failed, an osteotomy was performed. The pt began to have cardiac distress so a new head was implanted. The surgeon reduced and closed the wound so the pt could be brought to recovery to be stabilized."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as hospital discarded explants. If add'l info becomes available, then it will be submitted in a supplemental report.